Event description:
She purchased the product. "What a farce and waste of money". It will not stay on the teeth and it came off during the night and she nearly swallowed it.

Manufacturer narrative:
No add'l info is given by the consumer. No lot code was given, no product was returned for investigation. No injury was reported, no medical attention was sough. This is being reported because if the device is swallowed, medical attention may be necessary to remove the device.